Event description:
It was reported that the patient had an ambicor penile prosthesis implanted on (B)(6) 2013. On (B)(6) 2020 during a sexual act, he heard a noise that was concomitant with the immediate failure of the prosthesis. The patient then came to the physician reporting the fact. On physical examination, performed on the day of the medical consultation (B)(6)2020, the non-functioning of the penile prosthesis was proven. The patient was dissatisfied with the penile prosthesis. The physician requested an MRI of the pelvic region. The MRI results indicated presence of penile prosthesis, with proper positioning, there are no associated fluids or other abnormalities detectable by the method.